Manufacturer narrative:
Event was reported by patient via e-mail directly to coopervision. Method: no lot information, no lenses, no device information, no examination of the device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident the patient complains of. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month (30 days) of receipt of the additional information.

Event description:
Patient was wearing proclear multifocal (omafilcon a) contact lenses. Patient reported blurred vision and pain in both eyes "for days." Patient then developed a "sore" in the right eye and went back to wearing glasses. Despite several attempts from coopervision, no additional information has been received.